Manufacturer narrative:
It was reported that the ventilator pressure sensor was faulty, after the agent replaced pressure sensor, the device regained function according specification. The replaced part was requested back for investigation, information was received more than half a year ago that the part was going to be returned, but up until now, the part have yet not been received for technical investigation. The reported device was manufactured over ten years ago in march, year 2011, the problem description alone is not enough to determine the root cause of the reported issue.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).